Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the black sleeve covering the articulating part on the sureform 45 curved-tip stapler instrument broke inside patient. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 45 curved-tip stapler instrument was inspected prior to use, with no damage or abnormalities observed. During instrument removal, a fragment fell inside the patient; the cause is unknown, and no excessive force, collisions, or misuse were reported. The instrument functioned as expected throughout the procedure, and the wrist was straightened before removal. The fragment was visualized and retrieved intraoperatively with a laparoscopic grasper. No extra surgical procedures or postoperative imaging were required, and the procedure was completed robotically as planned without patient injury or post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument to perform failure analysis. The instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.430" - 0.167". A visual inspection found missing fragments.